Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was in the office on 2014-(B)(6). It was noted that they could not get a read from the pacer. It was noted that it did not respond to programmer. It was noted that the patient had placement in 2010. It was noted that no symptoms were reported. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.

Event description:
It was reported that there was a malfunctioning device. It was noted that the patient¿s device battery had expired. It was noted that it was surgically replaced. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).